Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited out of range right ventricular (rv) lead pace impedances measuring greater than 2,000 ohms. Subsequently, this patient underwent intervention and the lead was explanted and replaced. No lead fracture was observed; however, there was a visual lead abrasion. No adverse patient effects were reported and this patient was not pacemaker dependent. The lead remains at the hospital at this time for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was returned severed and 5 portions were returned. There were portions of the lead that were not returned. Each of the segments returned were found to be electrically continous. Laboratory analysis confirmed that there was erosion at the level of the angle formed by the pacemaker and the lead - this suggests that the lead was improperly positioned in the pocket. There was also a trilumen insulation abrasion through to the distal high voltage lumen. Evidence is suggestive that the abrasion was due to lead on can interaction.

Event description:
--